Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays (14) and surgical reports were received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has been reported that the patient was implanted a ncb pp dist fem plate, l, 18 h, l. 355mm on the left side on (B)(6), 2013. The patient was revised on (B)(6), 2014 due to breakage of the plate. The following statement was reported: "the patient was supplied with a distal periprosthetic ncb plate 18 hole due to an interprosthetic fracture between set knee prosthesis and hip prosthesis on (B)(6), 2013. During after-treatment of the patient she was walking under partial load with forearm crutches. Within the partial load, there was a sudden loss of stability without adequate accident on (B)(6), 2014. X-rays show a broken ncb pp distal femur".